Event description:
It was reported to philips that system gave an alert indicating the table performed unintended movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the non-emergency pacemaker insertion was completed using another system. A philips remote service engineer (rse) connected with the customer, performed troubleshooting, and found unintended longitudinal table movement during the power-on self-test (post). A safety-related error prompted the global interface board (scg) to disable servo power and initiate a geo power reboot. After this reboot, the system temporarily resumed normal operation. A philips field service engineer (fse) went onsite and replaced the defective longitudinal potentiometer and performed current calibration, returning the system to good working order. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.